Event description:
The customer reported the workstation would not power on (boot up). There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power switch, power control board, and the smart power board were replaced during the service call. The system was tested and found to be working as intended and put back into service.